Event description:
The customer reported that a no signal inop message was not attended to in a timely manner, which resulted in a patient death.

Manufacturer narrative:
The customer reported that they received a no signal inop message that was not attended to in a timely manner resulting in a death. Philips considers the delay in the clinician response to the inop to be a possible factor in this death. The customer stated that they were aware of a network issue for months without calling to report the problem until there was patient involvement. Telemetry is designed for the intermediate care unit and not intended for use in units where momentary loss of ECG is unacceptable, per the warning in the telemetry user manual, section on optimizing system performance. Therefore, it is extremely unlikely that a life-threatening event would occur before the user noticed the inop. Once the user noticed the inop, the inop condition could be resolved or an appropriate alternative monitoring solution would be initiated per hospital protocol. Philips is in the process of obtaining additional information regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.